Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that admissions were not in pyxis, making it unable to provide medication. A technical support specialist found that a customer host engine issue had caused the problem, which was then resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server had no ability to provide medications and nurses stated that new patients admitted today were not in the system. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.